Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while a nurse was attempting to fill a bd vacutainer® plus plastic c&s kit the needle was slightly bent . While attempting to straighten the needle, the nurse's thumb was stuck with the needle. The nurse washed hands with soap and peroxide then went to the emergency department to have post exposure blood work performed. There was no additional medical information provided.